Event description:
Found to be allergic to implant. Manufacturer says no-one has ever reported such. Asked for their help to relieve problem. Do not hear back after forwarding blood test to them. Stated no-one is allergic to zirconium. Dates of use: 2007 to present.